Event description:
This x-ray system has flickering fluoro images. The initial system trouble shooting has determined it to be due to a possible cause that is linked to either the tank or the tube. A defect in either part might lead to loss of imaging during a critical phase in an interventional situation.

Manufacturer narrative:
Evaluation method/results/conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.